Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant medical products: 694965, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room after they received thirty five inappropriate shocks due to nonphysiologic sensing from the right ventricular lead. The lead also had a fracture. The lead was explanted and replaced. The device reached possible premature battery depletion due to the shocks from the fractured lead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - analysis of the device memory was performed and no anomalies were found.